Manufacturer narrative:
The device was manufactured from august 15, 2019 - august 16, 2019. The actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a black particle, measuring 1.00 square mm. The customer had removed the reported black particle from below the blue winged cap and placed the black particle on a white cloth. The particle was not in the fluid path. A fourier-transform infrared (ftir) spectroscopy test was attempted, but the black particle was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the black particle could not be determined. The reported condition of particulate matter was verified on the returned sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt was detected below the winged luer on a small volume folfusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.